Event description:
The customer reported that their acuity centralized monitoring cpu was unavailable on the network via a network ping. This resulted in a temporary loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported events. Note 1 for block a: the customer did not provide any pt information.